Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller reports he is now charging every 2 days, caller believes his ins is failing him or not working properly. Caller reports this started a few months ago. Caller reports he is using 3.8ma. Reviewed with caller agent cannot run a recharging interval. Redirect caller to patient's hcp. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who reported the cause of the implantable neurostimulator (ins) only lasting two days was due to their program strength or weakness of the battery to hold a charge. They reported their device is set to 3.8 which they do not believe is very strong. They stated they continue to recharge every 1 1/2- 2 days and the issue is not resolved. Patient called back in and stated that the ins gets depleted faster. Patient stated that it only lasts about 38 hours. Patient also stated that they have met with an manufacturer representative (rep) for the adjustment. Agent redirected the patient to healthcare provider (hcp) for further assistance.